Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Caller declined additional troubleshooting, and customer technical support documented the issue and closed the case with no further action required.